Event description:
It was reported that during the implant procedure, when the lead was removed from the box, the is1 end of the lead was bent. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged with the proximal and distal conductor were kinked near by the is-1 pin located. If information is provided in the future, a supplemental report will be issued.